Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie popped out during medication issue and would not snap back in. The machine and application were restarted, but the cubie still failed to seat. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist stated that the customer reported a cubie that popped out during the medication issue process and would not snap back into place. The customer restarted the machine and the application, but the cubie still did not seat. The tss was unable to reach the client and proceeded to close the case. Additional information was added to the record if and when it was received.